Manufacturer narrative:
D4: expiration date: unknown due to the unknown lot number. D4: UDI: (B)(4) (di only). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name: requested, unknown. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to the unknown lot number. Since the actual device was not returned, detailed investigation could not be performed. History investigation of the product with the involved product code/lot number - since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. - in the past three years, we have not received any similar complaints of the involved products caused by the manufacturing process. Cause of occurrence/conclusion. Since the lot number was unknown, the manufacturing record and shipping inspection record of the actual device could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the sphincterotome broke at the cutting wire during the first pulse of the erbotome. The sheared piece may remain inside the patient's body. The procedure outcome was not reported. The patient was not harmed.